Manufacturer narrative:
The device was received and an evaluation was performed. Based on the sst (strip simulator tester) and pod program, delivery test was successfully recorded into the device memory. The pdm history data log indicates that the device had functioned as intended and recorded all associated activities related to the user bg testing, modification and/or verifications. During the bg meter strip insertion verification test the pdm was found to recognize the activities and powered on immediately with no issue noted. The pdm was found to function as intended. No problem found: please disregard first paragraph. These were informal notes taken while writing MDR and was not intended to be included in initial MDR. Should read as follows: it was reported that a patient's blood glucose (bg) reached 585 mg/dl while using the omnipod system. Patient had a scheduled appointment with endocrinologist on the morning of (B)(6) 2017, however, this appointment was missed due to a medical emergency. The patient had passed out and was transported to the hospital, via ambulance. Once at the hospital, patient was diagnosed with diabetic ketoacidosis and admitted. Treatment included intravenous delivery of insulin, fluids, and morphine. Additionally, patient was administered manual injections of insulin. Patient's mother alleged personal diabetes manager as the cause of the event due to "not working or holding memory" and "missing records." A new pdm is being shipped to the patient.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 81: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Living with diabetes 9 / pages 108-109: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you¿ll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
Dka (against pdm) - "not working or holding memory" and "missing records" - feels this could be reason for dka. Pt had a scheduled appt with endocrinologist, however, due to event, had to miss appt. Pt passed out and was transported to hospital via ambulance, 585 mg/dl admitted. IV insulin when initially admitted, then manual injections thereafter, IV fluids, morphine. It was reported that a patient's blood glucose (bg) reached 585 mg/dl while using the omnipod system. Patient had a scheduled appointment with endocrinologist on the morning of (B)(6) 2017, however, this appointment was missed due to a medical emergency. The patient had passed out and was transported to the hospital, via ambulance. Once at the hospital, patient was diagnosed with diabetic ketoacidosis and admitted. Treatment included intravenous delivery of insulin, fluids, and morphine. Additionally, patient was administered manual injections of insulin. Patient's mother alleged personal diabetes manager as the cause of the event due to "not working or holding memory" and "missing records." A new pdm is being shipped to the patient.